Event description:
It was reported that the patient required revision surgery due to dislocation.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2019-01118; 495-01-075, 508-00-032, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.